Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The stent remains in the patient. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). The stent remains in the patient. There was no reported product deficiency. Angina and restenosis are known adverse events as listed in the promus instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
Reportedly the subject was randomized into the (B)(4) study on (B)(6) 2009. The target lesion was located in the mid left anterior descending (lad) with 95% stenosis, a length of 12 mm, and a reference vessel diameter of 3.0 mm. The target lesion was treated with the placement of a 2.50 x 18 mm study stent with 0% residual stenosis. The subject was discharged on (B)(6) 2009 on aspirin and clopidogrel. On (B)(6) 2009, the patient experienced non-cardiac chest pain. On (B)(6) 2010, the subject was hospitalized with angina pectoris, onset date (B)(6) 2010. On (B)(6) 2010, 434 days post index procedure, the coronary angiography revealed 70% stenosis of the mid lad. The mid lad was treated with balloon angioplasty and a drug-eluting stent with 0% residual stenosis. The event resolved without residual effects and the subject was discharged on (B)(6) 2010. Per investigator, the relationship to the index procedure is possible. No additional event or patient information was provided.